Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's lcd was not complete. The customer's blood glucose was unknown. No additional information provided.